Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the first time they did a refill it was around a 7 ml discrepancy (date unknown) and during the second refill today a 5 ml volume discrepancy was discovered. It was stated by the caller that it was unknown whether these volume discrepancies were over or under infusion. No further complications have been reported as a result of this event. Additional information was received from the device manufacturer representative indicated that the cause of the volume discrepancies were unknown. It was reported that no actions had been taken to resolve the discrepancies and that the device remained implanted. No further complications have been reported.